Event description:
According to the reporter, postoperatively, the surgeon performed a laparotomy for recurrence of ventral hernia primary repaired. When the surgeon removed the mesh implanted, there were a lot of adhesions on the mesh, and there was a difficult removal of an abdominal prosthesis with a major intestinal attachment on a surface that was supposed to be nonadherent. It was noted that the surgeon made a wound into the bowel and had to perform an intestinal resection. The surgical time was extended 30 minutes and more, and the incision was extended.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure converted to open due to a device problem, when the surgeon removed the mesh implanted, there were a lot of adhesions on the mesh, and there was a difficult removal of an abdominal prosthesis with a major intestinal attachment on a surface that was supposed to be nonadherent. It was noted that the surgeon made a wound into the bowel and had to perform an intestinal resection. The surgical time was extended 30 minutes and more, and the incision was extended.

Manufacturer narrative:
Correction: h6 (ime) additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (annex e). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.